Event description:
The unit was reported to have sparked. The unit was replaced and there were no adverse consequences to the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. The external and internal visual inspections of the unit revealed exposed wires of the power extension cable. No software malfunctions or anomalies were observed. A known working test power extension cable was used to power patient electronic system on. Patient data back up was performed successfully using the returned 3g modem. The unit also passed all portions of diagnostic testing. Due to the fact that the returned power extension cable was not utilized during testing, sparking was not observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.